Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7071687/7072810.

Event description:
It was reported that the patient had an infection at the ipg site. Fluid discharges were the only symptom noted. It was unknown whether infection was device or procedure related. The patient underwent an explant procedure and was placed on antibiotics. The patient was doing well postoperatively and the explanted device components will not be returned.